Manufacturer narrative:
The hcp did not allege a device malfunction and declined a device evaluation by czmi. The hcp added that the calculation from the iolmaster was perfect and the lens power was correct. The decentralized lens occured due to a weak zunula or a weak capsular, which he did not detect intra-operatively.

Event description:
A health care professional (hcp) reported that he used the iolmaster 700 for the biometry measurements and lens power calculations for a patient. After implanting the iol, one week post operatively, he found that the lens was decentered. The patient had dysopsia and poor visual acuity. The hcp performed a lens exchange to correct the patient's vision.